Manufacturer narrative:
The pump was returned to mmdg, however, it was not able to be evaluated. Because the pump was not evaluated, mmdg was not able to replicate or confirm if the complaint occurred as reported. A DHR was completed and no non-conformances were present.

Event description:
The initial reporter stated that the pump "had no alarms of any kind". The initial reporter also stated that this was all the information they had about the complaint. (B)(4).